Event description:
The customer reported that a user error resulted in a slight over infusion of magnesium sulfate (approximately 1 gm extra). The customer further reported that the patient was transferred from another unit to ob and the magnesium sulfate was programmed under the incorrect profile in the first unit so did not have the same guardrails limits it should have for this patient. In addition, the programming nurse from the first unit had over ridden a guardrails limit. The customer stated that there was no patient harm, no pump malfunction and no further patient/event information is available.

Manufacturer narrative:
(B)(4). The customer stated that they do not need or desire any investigation by carefusion and that no product malfunction occurred. No product return is expected, therefore no failure investigation could be performed. The root cause of the customer's experience could not be determined.